Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown cup, unknown head. Reported event was confirmed with x rays received. Review of the available records identified the following: the left hip is anatomically aligned. There was marked eccentric position of right femoral head within acetabular cup reflecting severe poly wear. Abnormal radiolucency reflecting osteolysis of the femoral component was observed. The bones were osteopenic. There was possible osteolysis along the superior aspect of cup. No other issues were identified. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03556.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to poly wear. No further event information available at the time of this report.